Event description:
Complainant alleged that during incoming testing, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench handling and defib cycling without duplicating the report. An internal inspection resulted in no findings. The processor/bridge/pace board, ECG board, and flex cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.